Event description:
The pt underwent directional coronary atherectomy (dca). Reports from the field indicate the pt's vessels were normal, no calcification at entry site, and tissue scarring was categorized as moderate. The device was inserted and good marking was obtained. Resistance was encountered when attempting to deploy the needles. Fluoroscopy revealed one of the needles had bent/stalled in the barrel. Needle back down was unsuccessful. A small cut down in the lab exposed one of the needles in the subcutaneous tissue. This needle was removed and the three remaining needles were removed from the hub. The sutures were properly positioned in the vessel wall and closure achieved with the original device. One stitch was required to close the extended dermatotomy. The pt recovered without further incident.